Event description:
On 12/17/2024, a sales representative reported via phone that an ar-2324kbcsp swivelock had the self-punching mechanism break during a lateral row. The eyelet broke into one piece and was retrieved from the patient. To complete the case, another ar-2324kbcsp swivelock was used with the same lot number. The case was delayed less than 15 minutes due to the issue. This was discovered during a rotator cuff procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.